Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device could not be reviewed since the serial number was not provided. Olympus does not ship any devices that do not meet all design and safety specifications. Olympus tried to replicate the reported failure using a distal cover from a different lot, and confirmed that the distal cover is not likely to come off when it has no damage and it is correctly attached to the scope. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Conclusion: a definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event as the following possible causes: a) the cover became broken as user¿s attachment steps of the cover deviated from IFU. The broken cover was used for the procedure and resulted in the event. B) the cover became fragile as a result of being crushed or the like, before being attached to the device. Then, the cover got broken due to stress as a result of being attached to the device or twisted/pushed/pulled in the patient body, resulted in the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
It is reported during percutaneously assisted endoscopic retrograde cholangiopancreatography (ercp) using a tjf-q190v and a maj-2315, the cap broke fell off the scope and into the patient. Events as follows: the case was performed in the operating room (or), via robotic/ laparoscopic approach by surgeon who placed a trocar catheter so the gastrointestinal (gi) physician could gain access to the ampulla and allow passage of the scope. At the end of the procedure, the gastrointestinal (gi) physician was removing the ercp scope from the stomach trocar when the soft tip cover of the scope fell off into the patient's stomach. The cap was retrieved. A second cap was placed on the scope, and it fell off into the patient's stomach. The second cap was not retrieved. It was decided to allow the tip cover to pass naturally through the gi system rather than subjecting the patient to further anesthesia time in attempting to remove it. It is reported there was no injury to the patient related to this occurrence. Both caps were/will be discarded and are not available for evaluation. The packages for both caps were discarded, no lot numbers could be provided. The patient was critically ill, and the case was complex. The procedure was unsuccessful. The patient's current condition could not be provided as he was no longer admitted to the facility. Case with patient identifier (B)(6) reports the second cap that fell off into the patient and remained inside the patient. Case with patient identifier (B)(6) reports the first cap that fell off into the patient and was retrieved. Case with patient identifier (B)(6) (this case) reports the tjf-q190v used in the case.